Manufacturer narrative:
Batch review performed on 17 october 2017. Lot 145063: (B)(4) items manufactured and released on 29 october 2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 20 october 2017 the cleaning and packaging manager performed a visual inspection of the retrieved item and commented as follows: from the picture received from the field through the inspection of the retrieved item, it is possible confirm that the primary packaging of the implant is broken. The component is out of its foam. It is probable that during the transportation or implant storage the foam disassembled from the implant, the implant broke the plastic packaging due to the nature of the stem and because it was free to move. The displacement possibly occurred due to forces experienced during transportation. This is indicated to correlate to the combination of the packaging configuration applied and the geometry of the device that allow more degrees of freedom for movement within the package.

Event description:
During surgery when the stem was opened, it was notified that the packaging was damaged. The surgeon used a secondary implant for the case. The surgery was completed successfully.